Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the bladder infection was due to the patient underlying condition and not due to the patient's implant.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for the treatment of both bladder, bowel, urge incontinence and urinary/bowel dysfunction. It was reported that the interstim had been amazing and they had not had a bladder infection in 14 months but 3-4 weeks ago they had a severe bladder infection. Patient was treated with medication but was not sure if the bladder infection fully went away. They suspected they have one again, and stated they have pain in their back so wondering if their kidneys might be involved. When patient increased the amplitude to 6.7 on program 1 they encountered maximum settings reached message. Patient changed to program 2 and increased amplitude until they could feel stimulation sensation. Patient was going to give it a couple hours on the new program and if it does not kick in they will go to the walk in clinic to do a urine sample. Patient had not had any falls or traumas or return of other urinary or bowel symptoms. Patient mentioned their managing physician was out on leave until january but had been working with another practitioner at the same clinic.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.